Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -13.0/2.5/077 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021 as a replacement lens to address excessive vault but the lens was damged during injection/delivery into the eye. The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2022 a replacement lens was implanted and the problem resolve. In the reporters opinion the cause of the event was unknown. On (B)(6) 2022. The vault value was reported to 700. See MFR# 2023826-2022-02110 for claim against the initial lens.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).